Event description:
Received report two of two where the physician used pre-close technique following a medtronic aneurx stent graph procedure for repair of a aaa. For the pre-close technique a prostar 10 fr. Was used on the 16 fr. Arterial access and a prostar 8 fr. And 10 fr. Were used on the 22 fr. Arterial access. A vascular surgeon was reported to be present for this procedure as per facility protocol. The physician stated "there was no fault with the devices. The way the knots were tied and anatomical variances contributed to lack of hemostasis". The vascular surgeon performed arterial cutdowns to achieve hemostasis. The pt went into renal failure, reportedly from blood loss. Amount of blood loss unk. The pt expired three days post procedure from renal failure.